Event description:
It was reported that a caucasian female who underwent primary breast augmentation with an unknown mentor smooth prosthesis experienced left sided baker grade iii capsular contracture post procedure. As a result, replacement with a mentor smooth round moderate plus profile 550cc saline prosthesis was performed on (B)(6) 2015. A subsequent event involving the replacement implant was reported under 1645337-2022-03851.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture. Manufacturer¿s reference number: (B)(4).